Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. There was allegedly moisture ingress behind the display with no reported damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box revealed an unexplained pump reboot however this was not duplicated during the investigation. The pump was opened and there was evidence of moisture ingress and on internal components. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper toward the case seal and below the bumper at the case seal. (B)(4).